Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was hospitalized due to low blood glucose on unknown date. Blood glucose at the time of event was 81 mg/dl. The customer did experience shaking symptoms such as a result of low blood glucose. Customer not using insulin pump system within 48 hours of reported high blood glucose event. It was unknown that customer use auto mode feature at the time of low blood glucose event. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed inf set.